Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances on the right lead causing inadequate coverage of pain area. It was noted that the patient had a fall, however it was unknown if high impedance on the lead was due to fall. The patient underwent right lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial/ batch: (B)(6).